Event description:
The patient contacted animas on (B)(6) 2013 alleging that the insulin-on-board (iob) calculation by the pump was incorrect. The patient stated that every morning, the iob reads that she has 4 units left. The patient was asked by customer support (cs) to assist with troubleshooting by going to the pump¿s iob screen to ensure that she was not looking at the duration of the iob instead of the iob remaining. The patient declined to review the pump at the time of the call. There was no reported adverse event associated with this complaint. The patient was advised to contact cs at a more convenient time to perform troubleshooting. Cs made several unsuccessful attempts to contact the patient for troubleshooting. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.